Event description:
On 2 occasions (five days apart), the navigation ball (medtronic passive sphere for o-arm) split in half. The outer shell came off on the sterile field. All pieces of the navigation ball were obtained and removed from the field. There was no harm to the patient in either instance and procedure was able to be completed without further incident. Several packages of spheres would have been open for each of these cases (5-6). There is no way to determine which one failed, therefore cannot determine model/serial numbers. Manufacturer response for medtronic passive spheres for o-arm, (brand not provided) (per site reporter) . Awaiting response from manufacturer (vendor).